Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a lesion with a significant bend, located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 16 x 3.50 promus elite was advanced, but could not cross the lesion. The device was removed, and stent damage was noted. It was noted that due to the calcified lesion, the stent became damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. The promus elite ous mr 16 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a lesion with a significant bend, located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 16 x 3.50 promus elite was advanced, but could not cross the lesion. The device was removed, and stent damage was noted. It was noted that due to the calcified lesion, the stent became damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.